Event description:
During a regular pacemaker check on (B)(6) 2013, an error message was displayed showing ventricular lead impedance >200 ohms (bipolar configuration, non-sorin lead). R wave amplitude was not measurable and noise sensing was confirmed on egms. Ventricular lead polarity was re-programmed to unipolar : impedance, egm, sensing and threshold were successfully checked, although r wave amplitude was low (2-3mv). No lead anomaly could be identified on x-rays. Preliminary review of the screen-shots received (pdf) confirmed the reported lead or connection issue in the v channel. The v lead polarity remains unipolar, and the patient will be seen again on (B)(6) 2013 (re-operation will be proposed to the patient). The system had been implanted on (B)(6) 2012.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.